Event description:
It was reported that, "while restocking the consignment warehouse, it was noticed that a 22mm bone screw was in a package labeled for a 20mm bone screw."

Manufacturer narrative:
Additional info has been requested. Once the investigation has been completed, any additional info will be reported in a supplemental report.